Event description:
It was reported that during preparation of the 5.0x30mm rx viatrac peripheral balloon catheter, it was noted the hub was cracked there the balloon could not inflate. Another viatrac was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There was no damage noted to the bdc during inspection prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the inflation device was over torqued during attempts to connect to the hub of the device during preparation, resulting in the reported break (crack) and subsequently the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.